Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient came into the hospital complaining of pain on (B)(6) 2015. An x-ray showed the nail broken in the patient¿s femur. The nail had been implanted on (B)(6) 2014. The patient was shoveling snow and believes that is when the nail broke and the pain started. The breakage occurred at the blade hole. A re-operation was performed on an unknown date. The patient is reportedly in stable condition. This report is for an unknown screw. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
It is unknown for certain when the nail broke; it is believed to have occurred when the patient was shoveling snow on (B)(6) 2015. This report is for an unknown screw/unknown lot. Explant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.